Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2138500, model: sc-2138-50 , serial: (B)(6), batch: 161739.

Event description:
It was reported that the patient experienced inadequate stimulation. Imaging was done and confirmed lead migration. The patient underwent lead replacement procedure and was doing well postoperatively. The explanted leads were discarded by the facility.